Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (dilaudid 1mg/ml at 0.2503 mg/day) via an implantable pump. It was reported that the patient not getting pain relief. At the office pump refill, it was noted that the pump was flipped in the pocket and not able to complete pump refill. The physician manually flipped the pump. He then attempted to aspirate catheter and was unable to clear catheter. The physician removed 16 ml from the pump reservoir and the tablet showed the pump should have .7 ml of drug. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved. The patient will need surgical intervention, but it was not scheduled at this time.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial # (B)(6); implanted: (B)(6) 2024; explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (b)(6, ubd: 29-oct-2026, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) on 2025-08-11 and it was reported that the patient's pump was confirmed to have been flipping in the pocket. The catheter was twisted, causing an occlusion and inhibiting the flow of drug from the pump to the catheter tip. On (B)(6) 2025, the doctor removed the pump, cut off the portion of the catheter in the pocket that was twisted, and spliced a new proximal segment. It was noted good flow was observed. The pump was replaced to a new location (left buttocks, because the anterior body habitus would promote flipping of the pump).

Event description:
Additional information was provided from a healthcare provider via a company representative stated that the issue was resolved. The proximal segment was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.